Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibitred a low out of range shock impedance measurement of zero ohms during a device check with a monitor electrode touching the patient. Further testing determined that electromagnetic interference (emi) was the root cause as all subsequent shock impedance measurements were within normal limits. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.